Event description:
The event involved a microclave connector where the customer reported that on (B)(6) 2026, at 17:02, during the peripherally inserted central catheter (PICC) dressing change and infusion connector replacement, the nurse checked the product before using the infusion connector. The outer packaging was intact and undamaged. The nurse primed the line before connecting the infusion connector and found that there was liquid leakage at the connection point of the infusion connector. The procedure was immediately stopped, and the infusion connector was replaced and reconnected. There was no adverse outcome to the patient.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. Lot history review was conducted and no non-conformities were found that would have led to the reported condition on the complaint. Additional contact information (B)(6).